Event description:
During assistance with system error (se) 2240 and 2367 on the home choice (hc), this occurred on the homechoice (hc) during use, during dwell 5; the customer was told to start over with new supplies. During a follow-up with the home patient (hp) regarding the reported problem, they stated they did not start over with new supplies, but instead just ended therapy for the night. They stated they did talk to their nurse regarding the reported problem. The hp stated that therapy has been continuing fine. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.